Manufacturer narrative:
The purpose of this investigation was to analyze the retrieved journey bcs tibial insert. Dimensional inspection and macroscopic photo analysis were performed on the retrieved insert. Mild burnishing and abrasive wear were observed in the proximal articulating areas and on the distal surface. Damage caused by instruments during extraction was observed on one side of the anterior locking mechanism; whereas the other side showed mild rounding typically seen in a fully locked insert. Mild burnishing and deformation were observed in the anterolateral part of the post. A journey bcs insert would typically show a contact patch on the posterior side of the post centered in the proximal distal direction. The retrieved insert showed an area of burnishing and deformation from the middle to the top of the posterior side of the post suggesting that the femoral component was sliding along the post in the proximal distal direction, possibly due to a degree of soft tissue laxity. The critical locking dimensions of the insert were checked against (B)(4) using standard operator self inspection instruments. The gage periphery, gage locking detail, m l width, and t u depth dimensions were all within specification. The a p width, locking detail profile, and dovetail profile could not be measured accurately due to the deformations present. In conclusion, the returned insert showed the typical wear features of burnishing and mild abrasive wear. The contact patterns observed on the posterior side of the post indicate a degree of laxity in the joint.

Event description:
It has been reported that a revision surgery was performed because the patient complained of clicking associated with movement of the knee.